Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports two weeks after the dental implant was placed in ada site 9 in type iii bone, the implant had achieved primary stability but not osseointegration. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reports two weeks after the dental implant was placed in ada site 9 in type iii bone, the implant had achieved primary stability but not osseointegration. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).